Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. The patient information, event date and initial reporter's name was not provided. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
The polymer jacket is bunched up. No patient injury.